Event description:
Reportedly, the smartview connect is not functional and indicates that the set-up failed.

Manufacturer narrative:
Upon reception, the returned smartview connect was tested and the reported behavior was confirmed, as the device was not functional. Based on available data, it can be suspected that a first pairing sequence was initiated and was not successful, and that no retry was performed until the patient was paired with another smartview connect. - therefore, the subject smartview connect could not finish its initialization and remained in an out-of-order state, as per specifications.

Event description:
Reportedly, the smartview connect is not functional and indicates that the set-up failed.